Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a blown fuse. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer "fuse blown" was confirmed. No further defects detected. The software was not up to date. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is "failure of a component within the power supply". Consequently, the main fuse blow for safety reason to prevent further damages. The event is filed under internal karl storz complaint ID: (B)(4).